Event description:
Health care professional reported home patient became overfilled while using homechoice cycler for automated peritoneal dialysis therapy. Home pt reported that after the initial drain phase of therapy, the homechoice door was inadvertently opened resulting in a system error 2084 alarm. After the home pt encountered the alarm, the solution bag on the heater reportedly emptied 5000ml of fluid into the home pt. The home pt discontinued treatment and manually drained out 5000ml. Health care professional states no device failure or malfunction were identified. According to health care professional, there was no pt injury or medical intervention.